Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had mismatched serial number. There was no reported patient involvement.

Event description:
It was reported that the device had mismatched serial number. There was no reported patient involvement.

Manufacturer narrative:
Investigation summary: field technician stated issue of mismatch in serial number was confirmed. On 01-aug-2024, lvp was received unboxed and with paperwork. Lvp when attached to lab pcu passed asm functional testing. Investigation confirmed the stated issue of mismatch of serial number. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to update the internal serial number. Failure investigation report attached to qn in sap. Correction: annex b: b21 annex c: c21 annex d: d16 unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01 annex c: c0501 annex d: d09

Manufacturer narrative:
Annex c: c0501. Annex d: d09. Annex c: c16. Annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of mismatch in serial number was confirmed. On 01-aug-2024, lvp was received unboxed and with paperwork. Lvp when attached to lab pcu passed asm functional testing. Investigation confirmed the stated issue of mismatch of serial number. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to update the internal serial number. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had mismatched serial number. There was no reported patient involvement.